Event description:
It was reported that "the luer-hub(white) broken." The device was removed and replaced. There was no patient harm or injury. The patient's current condition is reported as "unknown".

Manufacturer narrative:
Qn#(B)(4).

Manufacturer narrative:
Qn# (B)(4). The customer returned one 3-l catheter for analysis. Definite signs of use were observed on the catheter. Visual analysis revealed one horizontal crack along the middle cross-section of the proximal extension line. The edges of the separation appear jagged and inconsistent with damage from a sharp instrument. No signs of stretching were observed. No damage or defect was observed to the proximal luer hub. The crack in the proximal extension line measured 78mm from the luer hub. The outer diameter of the undamaged portion of the extension line measured 2.16mm , which is within the specification limits of 2.13mm - 2.21mm per the extension line graphic. The inner diameter of the extension line at the luer hub measured 1.4224mm, which is within the specification limits of 1.42mm - 1.50mm per the extension line graphic. The overall length of the catheter body measured 233mm, which is not within the specification limits of 310mm - 330mm per the catheter product drawing. However, visual analysis revealed that the catheter body appeared to be intentionally trimmed. This suggests that approximately 77mm - 97mm of the catheter was cut. The outer diameter of the catheter body measured 2.41mm, which is within the specification limits of 2.39mm - 2.49mm per the catheter extrusion product drawing. The returned catheter was functionally tested per the IFU provided with this kit. The instructions state, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." The syringe was able to securely connect to the proximal luer hub and flush water. A definite leak was observed from the crack in the proximal extension line. The remaining two extension lines flushed as intended with no signs of leakage. A manual tug test confirmed that the extension line is secure within the luer hub. R & d was consulted as a part of this complaint investigation who stated that the damage observed is not consistent with a manufacturing defect. There is no evidence of stretching at the point of separation that would indicate damage related to a tensile force. The molding of the extension line to the luer hub and/or juncture hub was considered, however, the location of the separation at the center of the extension line body is not consistent with damage resulting from the molding functions. It is noted that a red tint is observed on the proximal side of the separation but is not present on the distal side. This could indicate that a clamp was locked at the point of separation when injecting through the lumen, however, it cannot be confirmed how the damage occurred. The instructions for use (IFU) provided with this kit warns the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The customer report of extension line damage was confirmed by investigation of the sample. A crack in the extension line was confirmed through visual analysis of the returned catheter. The proximal extension line contained a crack with partial separation at the center of the body. The appearance of the damage is not consistent with a manufacturing defect. There is no evidence of stretching at the point of separation that would indicate damage related to a tensile force. The molding of the extension line to the luer hub and/or juncture hub was considered, however, the location of the separation at the center of the extension line body is not consistent with damage resulting from the molding functions. It is noted that a red tint is observed on the proximal side of the separation but is not present on the distal side. This could indicate that a clamp was locked at the point of separation when injecting through the lumen, however, it cannot be confirmed how the damage occurred. Despite the damage, the catheter extension line met inner diameter and outer diameter dimensional requirements and passed all relevant dimensional requirements. Based on the customer report, sample received, and feedback, the potential root cause cannot be confirmed. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported that "the luer-hub(white) broken." The device was removed and replaced. There was no patient harm or injury. The patient's current condition is reported as "unknown".